Event description:
It was reported that following angioplasty, a vessel dissection and occlusion were noted. A stent was placed to treat complications. The patient was reported "to be doing well" post procedure.

Manufacturer narrative:
Device is not available to the manufacture.

Event description:
It was reported that following angioplasty, a vessel dissection and occlusion were noted. A stent was placed to treat complications. The patient was reported "to be doing well" post procedure.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel dissection and occlusion are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.